Event description:
It was reported that (2) devices were used during a laparoscopic pancreas resection. It was reported by the affiliate that the tsb35 instrument fired first time with no problems. With second firing (1st reload), the instrument could not be fired properly, got stuck half way through the cartridge. The instrument was removed and another instrument was used to complete the case. There was no consequence to the patient.